Event description:
On (B)(6) 2009, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent a coil embolization of the lumbar artery, and the procedure went well.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. Additional devices: (B)(4).